Event description:
According to initial reports, surgeon performed ross procedure march 17th and had to take out pulmonary sg and put a new one in today. It was reported; "massively dilated and thinned out rvot muscle, previous suture line more than 1cm away from leaflet attachment, leaflets looked ok, all the pi was central severe caused by progressive dilation. This investigation relegated to sgpv00 sid (B)(6).